Manufacturer narrative:
The actual device was discarded and was not returned to the manufacturer to be evaluated and a lot number was not reported. Without the actual sample and a lot number, a thorough evaluation could not be performed. No specific conclusion can be drawn. It has been reported that after the IV catheter was inserted, the clinician withdrew stylet and laid it down in the IV start kit package that was on the bedside table. It is possible, that the needle clip was somehow manipulated and exposed the needle during cleanup, resulting in a needlestick. However, since it has been reported, it is unknown if the clip covered the needle before setting it down, no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed off immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer. If the sample is received as reported and a lot number becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: IV catheter inserted, clinician withdrew stylet and laid it down in the IV start kit package that was on the bedside table. It was unknown whether clip had fully deployed at that time. Clinician sustained needlestick injury (site of needlestick injury unk) when she picked up the supplies from the bedside table. Facility protocol followed for needlestick injury. Sample was not saved. Additional information provided by the facility indicated all protocol bloodwork testing was performed and all test results have been negative. The sample was discarded and the lot number remains unknown.